Event description:
Explanted device was returned with report of removal due to infection. Follow up with health care provider revealed that the pt developed a staph infection, and presented to the hosp emergency room, with the device removed later that day. No further info is available on this event from the health care provider.